Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, non-sustained oversensing (nso) events due to loss of ventricular capture with the intrinsic beat being sensed as nso were observed. Upon investigation, the ventricular pacing impedance had increased. The patient was asymptomatic. When the patient presented for a system upgrade, a vibratory alert for high, out of range pacing impedance was observed. The lead was explanted and replaced. The patient tolerated the procedure well with no complications.